Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. On (B)(6) 2016 the patient was in a car accident and computed tomography (CT) showed a potential type 3b endoleak with aneurysm sac growth. Physician has scheduled the patient for a secondary intervention for a future date. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, based on the information received, the clinical evaluation was not able to confirm the reported type 3b endoleak. In addition the clinical assessment identified the following contributing factors to the reported event; suboptimal placement of the initial implant, the motor vehicle accident and an untreated type 2 endoleak. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The devices remain implanted in the patient and were not available for evaluation. The root cause of the reported event is unknown. There is not enough information to determine root cause of the reported event.

Event description:
On (B)(6) 2016 a secondary endovascular procedure was completed. The physician elected to reline the initial devices by implanting an additional bifurcated stent. The procedure was completed and there have been no additional adverse events reported for this patient.